Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer¿s blood glucose level was 192 mg/dl. The customer reverted to an alternate method of insulin therapy.